Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of essure devices with bilateral cornuectomy") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (surgical). In 2009, the patient had essure inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorders") and stress urinary incontinence ("urinary leakage on exertion"). The patient was treated with surgery (removal of essure devices with bilateral cornuectomy). No causality assessment was received for essure with regard to medical device removal, rheumatic disorder, muscle disorder or stress urinary incontinence. The reporter commented: essure was removed at patient's request due to rheumatological and muscle disorders and urinary leakage on exertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of essure devices with bilateral cornuectomy") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (surgical). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorders") and stress urinary incontinence ("urinary leakage on exertion"). The patient was treated with surgery (removal of essure devices with bilateral cornuectomy). No causality assessment was received for essure with regard to medical device removal, rheumatic disorder, muscle disorder or stress urinary incontinence. The reporter commented: essure was removed at patient's request due to rheumatological and muscle disorders and urinary leakage on exertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receiving a new follow-up information, it was confirmed that cases (B)(4) & (B)(4)are duplicates of each other. Therefore case (B)(4)needs to be marked for deletion . All information from deletion case (B)(4) including source documents, events (rheumatological disorders, muscle disorders & urinary leakage on exertion ), reporters, medical history, product & patient details has been transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of essure devices with bilateral cornuectomy") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (surgical). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced rheumatic disorder ("rheumatological disorders"), muscle disorder ("muscle disorders") and stress urinary incontinence ("urinary leakage on exertion"). The patient was treated with surgery (removal of essure devices with bilateral cornuectomy). No causality assessment was received for essure with regard to medical device removal, rheumatic disorder, muscle disorder or stress urinary incontinence. The reporter commented: essure was removed at patient's request due to rheumatological and muscle disorders and urinary leakage on exertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: quality safety evaluation of ptc. 22-feb-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.